Event description:
Slc55b attached and calibrated fine. Remote control used to close jaws into range. Fired and pc read "firing complete." Md nor scrub nurse knew how to use manual release so dlu was cut from tissue reducing margins for polyp removal and anastomosis. New slc55b was opened, calibrated and fired ok to finish case.